Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 6:30 pm due to receiving hi results from the prodigy blood glucose meter. The end user was not talking and was staring at the ceiling. Therefore the paramedics were called and performed a blood glucose test with their meter and the result was 449 mg/dl. The end user was transported to the ER and admitted to the hospital for 2 days. Upon arrival to the hospital the end user's blood glucose was over 400 mg/dl. To lower her blood glucose an IV was administered and no other treatment was given. Upon discharge the end-users blood glucose was 261 mg/dl. The end users pcp prescribed an emergency glucagon kit (1 mg) to lower sugar levels if they become elevated. No further information provided.